Manufacturer narrative:
E1: (B)(6). One device was received for evaluation. Visual inspection found the device in good condition. A review of the event history log revealed last error code 42221. Functional testing was able to duplicate the reported problem. It was determined that there was an issue with the software. Titan was used to download software 4.3. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown.

Event description:
It was reported that the device exhibited error code 42221. There was unknown patient involvement.